Manufacturer narrative:
Additional information: the pfl01 being updated to not reportable under usdt 2819447.

Manufacturer narrative:
The event was reported to have occurred on an unspecified day in (B)(6) 2020. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a volume of unspecified fluid programmed at a rate of 100 ml/hour that was not delivered and without alarm. There was presence of significant blood return in the tubing. There was no known patient injury or medical intervention associated with this event. No additional information is available.